Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile 430cc saline prosthesis, catalog: 3501660, serial number: (B)(4), lot: 167537. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 430cc saline prostheses. Deflation on the right breast prosthesis and capsular contracture of unspecified baker grade on the left breast prosthesis were diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 380cc saline prostheses on (B)(6) 2018. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. At this point is not possible to determine the origin of the white material found on the device. The device history record (DHR) was reviewed on 6/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).